Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06930, 3006705815-2023-06932. It was reported the patient experienced ineffective stimulation due to the leads migrating and pain at the ipg site. Surgical intervention took place on (B)(6) 2023 wherein the leads were explanted and replaced with one lead and the ipg was placed deeper in the pocket site to address the issues. Effective therapy was restored.